Event description:
Event description guidant received information that this pacemaker had stored episodes of false ventricular tachycardia. The threshold at implant was 1.0 volt, today it is 3.1 volts. The r-wave amplitude has decreased slightly. Technical services reviewed the data and advised the issue is likely ventricular loss of capture.